Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the transmitter had an unknown issue. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed fatal error messages on the incident date (B)(6) 2019. Confirmation of the complaint was confirmed. Probable cause was determined to be session stopped due to transmitter error.